Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6) batch: 7144984/7144035.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). It was noted that patients spinal cord stimulator lead had migrated. The patient underwent an ipg and lead replacement procedure.